Event description:
Phlebotomist was drawing a patient's blood and noticed that the blood was not flowing into the tube like it should, but instead was filling up the hub which holds the tube. The technician was able to obtain all the samples needed for testing but had to discard extra blood into the trash to keep it from leaking all over the patient and/or floor.